Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited an electrogram anomaly that made diagnostic data inaccessible. Error messages displayed 'unable to be processed'. Inductive interrogation discovered that the anomaly was due to an erroneous parameter value. The device was reprogrammed successfully. The patient was stable and asymptomatic.